Event description:
After my gp (general practitioner) was told to change my medication to buprenorphine and naloxone 8mg/2mg, my severe regional lumbar pain (l5-l2) slowly pain increased to 8-9 of 10 worst. Never had a cavity but back lower and upper teeth cracked and broke off. I have abnormal gas with diarrhea sometimes twice per day. I lift heavy gas equipment that compacts dirt that turned to mud. Move and repeat. After 5 hrs quit, went home, woke with sensation of severe sunburn. Chiropractor sent me to surgeon who used my bone, fused s1-l5-l4 (sacral and lumbar spine). Changed jobs to auto instructor only to travel, lift equipment and 2,000 pounds of defective parts. Teaching I stack training boards, twisted and l3 (lumbar spine) slipped forward. New surgeon used brackets, bars and screws l4-l3 fusion 2005. Tore left rotator cuff 2008, had surgery, gp told I was done and wore out. Lumbar became more painful with muscle now scare tissue from 1986, yet trapped live nerves were pulled, not free to move. Had radio frequency ablation 2017, no help. Many epidurals over the years, MRI's plus CT's & x-ray's for nothing. Same 2005 surgeon fused l3-l2 in 2020. No help. New epidurals 2022 and 2023 gave 1 1/2 day of complete 100% relief. (First time in years) gp and epidural dr. Decided on spinal cord stimulator and sent me (B)(6) (80 something) during 5 day trial, I had 60-70% relief and reported to (B)(6) md. He was approved to install stimulator (B)(6) 2003, turn on and stimulation went down legs into heels. The conversation stopped. 5 month later, try again. Now nothing on left side, stimulation is 2 inches away from spine on right side. I don't even bother to turn on since only charge. Then sent for a 20hr ketamine IV drip for way over a grand out of pocket, nothing. Gp moved me to new facility, (B)(6). So far after blood and urine test, normal. Nothing. I push the spinal cord stimulator issue and (B)(6) md. Said she knew someone yet had not referred me to anyone until I pushed the issue. New spine neurosurgeon appointment aug. 16th. I am sure he will be surprised to find in-used electrodes floating in the epidural space. He may refuse to pursue treatment because now it becomes extremely invasive. I have 1-0 quality of life at 66 now, plus I am 6'3" tall and 228 pounds. Normal farm boy grown. Unfortunately buprenorphine/naloxone is foil packet of tic-tact's in medicine cabinet not helping me! Testing in house at (B)(6). Lot number: 3236224c. Strength: 8mg / 2 mg. Quantity: 1. Frequency: twice a day. How was it taken or used? Taken under the tongue. Give best estimate of duration: 0.30 hour(s). Why was the person using the product? Lumbar pain.